Event description:
An impella cp device was inserted via the right femoral artery in a 38-year-old female patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), scai shock stage a, with a history of known coronary artery disease (cad) and diabetes mellitus (dm). Pump placement was initially successful. During a sheath exchange, the device became malpositioned, which resulted in a cannula kink. This was attributed to the patient¿s short aortic arch and obstructive cardiomyopathy, which created unfavorable angulation and prevented successful repositioning. Multiple efforts to reposition the pump were unsuccessful due to these anatomic constraints. The physician elected to exchange the device, and it was noted that pump function had been optimal prior to the anatomy-driven positioning issue. The reported events include positioning issues, product damage (cannula kink), device revision or replacement, and hemodynamic instability. The device will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events. The patient survived to explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the unable to place or position was determined to be patient condition as the patient had difficult anatomy like short arch and obstructive cardiomyopathy preventing successful delivery of impella. The cause of the product damage was most likely patient condition related since the patient had difficult anatomy like short arch and obstructive cardiomyopathy leading to a kink.